Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time was inaccurate; cause was unknown. The customer's blood glucose level was 286 mg/dl. Customer declined to troubleshoot with tandem technical support.